Event description:
Device 1 of 2: reference MFR. Report# 3006705815-2018-03418. It was reported that the patient was experiencing stimulation in the wrong location. In turn, the patients system was explanted and replaced. Effective stimulation was confirmed post-op.